Event description:
Reportable based on analysis completed on (B)(6) 2011 . It was reported that during preparation for a rotational atherectomy treatment procedure, the device wouldn't work. While setting up the 1.50mm rotablator rotalink plus device, it wouldn't work after it was hooked up. No patient complications were reported. The patient status is listed as fine. However, device analysis revealed a pin-hole on the sheath.

Manufacturer narrative:
Device evaluated by manufacturer: only the catheter unit of the device was returned for analysis. Functional testing done on the rotablator catheter unit revealed pin hole on the sheath. This is consistent with over tightening of the hemostasis valve. Further testing showed a leak approximately 22cm from the strain relief of the catheter sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Rotablator dfu states that "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. Therefore the root cause classification is user related. (B)(4).